Manufacturer narrative:
The insulin pump passed the prime, compromised force sensor and excessive no delivery test. There was no excessive no delivery alarm noted. The insulin pump was received with a cracked case at display window corner, reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported that the customer was getting no delivery alarms. Customer's blood glucose level was 455 mg/dl. Customer corrected with a pen injection. It was explained that the recurring no delivery alarms may be due to site, set, or reservoir issues. Customer does rotate sites and avoids scar tissue. Customer stated that the tubing was not bent or kinked. It was explained that strain on the tubing at the tubing connector cap may contribute to a no delivery alarm. Customer has replaced the reservoir 5 times over the last 3 days. Customer has changed his infusion set twice in the last 24 hours. Customer has tried to troubleshoot the pump and has depleted a whole vial of insulin. After troubleshooting, customer received a no delivery alarm during a manual prime. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.